Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ malposition: unable to observe since it is a medical event and is not related to the device. ¿ anxiety - product/ procedure: unable to observe since it is a medical event and is not related to the device. ¿ capsular contracture: unable to observe since it is a medical event and is not related to the device. As per the investigation procedure crease, opening and particle was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported right side firmness, pain and exchange from textured to smooth breast implants due to the patient¿s concern with the product. Later, healthcare professional reported implant exchange due to the patient's concern with the product. Healthcare professional later, reported grade 4 capsular contracture and malposition. Device has been explanted.

Event description:
Patient reported right side firmness, pain and exchange from textured to smooth breast implants due to the patient¿s concern with the product. Later, healthcare professional reported implant exchange due to the patient's concern with the product. Healthcare professional later, reported grade 4 capsular contracture and malposition. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.